Manufacturer narrative:
Patient information is unknown. Additional product codes: kwp, mnh, mni. Device broke intra-operatively; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a cervical posterolateral fusion was performed on (B)(6) 2018. During the surgery, the screws at c7 and t2 broke inside the heads when being inserted. It was noted no fragments were generated. The driver was spinning idle so the surgeon was not able to go forward nor pull out the screws. However, he successfully extracted the broken screws by cutting the rod, placing the set screw and fixing the screw head. He replaced the broken screws with another size of screws and completed the surgery with a less than thirty (30) minute delay and no additional medical intervention. There was no adverse consequence to the patient; the patient status was reported as stable. The surgeon comments that this event might occur due to an excessive force because the patient¿s bone was so robust. Concomitant devices: spine rod (part/lot unknown, quantity 1); screwdriver (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: brandywine implant, packaged by: (B)(4); manufacturing date: february 28, 2017; expiration date: february 01, 202; part: 04.615.234s, lot: h301814 (sterile) - 4.5mm ti cancellous polyaxial screw 34mm for 4.0mm rod. Qty: 24. Components part 04.615.234y lot h281920 reviewed. Brandywine implant inspection sheets meet inspection specification. Raw material for titanium received from perryman meets specification. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿. At customer quality, the returned implant was inspected and the complaint condition of broken was not confirmed. The following investigation flow was performed: damage: visual (appearance not as expected) the returned implant was examined and the complaint condition of broken could not be confirmed, however the screw recess is stripped which may have caused the driver to idle as described in the complaint description. Post manufacturing damage in the form of worn anodize on the body exists. The received condition agrees with the complaint description. A device history review, including material review and material properties, was performed for the returned implant¿s lot number and no material review reports (mrrs), ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Dimensional inspection was performed as below: feature specifications per drawing: length (proximal-distal end): 46.4 +/- 0.8mm & minor thread diameter: 3.2 + 0.1mm; calipers (ca215p): length: 45.69 mm and minor thread: ø 3.25 mm; the measured dimensions were found to be within the given specifications per the drawings. While no definitive root cause could be determined it is likely that the device encountered unintended forces when attempting to be implanted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: labeled for single use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.